Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the instrument and replaced ise (ion selective electrodes) buffer valve assembly to resolve the issue. Fse verified instrument operation.

Event description:
The customer reported recovering high patient results in ion selective electrodes (ise) analytes in cell #1 of the au5800 clinical chemistry analyzer. The customer repeated and accepted sample results from another instrument. Erroneous results were not reported out of the laboratory. It is unknown if there was a change in patient treatment as a result of this event. Quality control (qc) was within the laboratory specified range on the day of the event.